Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. The procedure was successfully completed. Later that same day, the pt suffered complete urinary retention and went to the emergency room. A foley catheter was placed. In 2009, the pt complained of dysuria, noted to be mild in intensity. At approx 11 days later, during an episode of intermittent catheterization, the pt passed some blood. The pt has not seen blood since. The hematuria was noted to be mild in intensity and resolved the same day.

Manufacturer narrative:
The suspect device, a prolieve thermodilatation kit was not returned for eval. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.